Event description:
Received a report that a recap shell was implanted in 2006, and was revised in 2008. No other information is available.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. H3-device sent directly to london implant retrieval centre for investigation. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.